Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, brown particles in valve and shell, delamination of valve, linear opening, imprint of patch logo on opposite side of the shell consistent with folded device. The leak test and microscopic analysis was performed which identified; partial delamination of diaphragm flange disk (70%) assessed as adhesive failure and a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. Delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.